Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the initial purge solution was identified as being sodium chloride (nacl), which was immediately replaced with dextrose 5 percent in water. The impella was monitored for twenty-four (24) hours to ensure no damage to the device due to the addition of normal saline as a purge solution. It was reported that the patient experienced an episode of ventricular tachycardia and was coded. During chest compressions, it was observed that the impella migrated into the mitral/papillary structures. Repositioning allowed the device to return to a good position. It was reported that device weaning was successful and the patient survived the procedure

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.